Event description:
A customer reported a malfunction on their insulin pump, which resulted in the pump's screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer's details, updated their email for field correction notice, and processed a replacement pump with updated software. The customer was informed about steps for returning the faulty pump and programming the new device. The customer will use an alternate insulin delivery method in the meantime and acknowledged all instructions provided. A replacement pump was sent, and the customer declined further assistance after receiving support to retrieve their pump settings.